Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 21 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. In between a 5 cm segment of lead body was missing. The analysis revealed multiple signs of wear along the lead body. In particular between 8cm and 9.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cables to the ring electrode and to the shock coil were found fractured. These damages can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. During further analysis the shock coil demonstrated deformations which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of about 70 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported. The event and explant dates were not provided.